Manufacturer narrative:
The investigation determined the calibration signals were lower than expected and qc was not run on the day of the event. The customer did not have an further issues with this assay. Reagent performs within specification. The customer¿s sample is not available for investigation. Without a sample to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys toxo igm immunoassay results for 1 patient tested on a cobas e 411 immunoassay analyzer with serial number (B)(4). The initial toxo igm result was 1.10 cio (reactive). On (B)(6) 2019 the repeat toxo igm result was 1.20 cio (reactive). The sample was tested on a competitor system and the toxo igm result was negative. No questioned results were reported outside of the laboratory. The toxo igm reagent lot number was 38769501 with an expiration date of 30-nov-2019.